Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp-9q will not be returned for evaluation as it remains implanted in the patient. In addition, procedural images were not provided. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-9q migration after detachment. The patient was undergoing embolization of the splenic artery. Vessel diameter was 8mm. Blood flow rate was high. Vessel tortuosity was severe, though the mvp was delivered to a straight portion. A continuous flush was not used during the procedure as this was a trauma case. Contrast was injected by hand; contrast flow rate is not known. There were no issues during delivery or deployment of the mvp. The mvp was not repositioned. It was reported that themvp-9q was placed and the physician allowed the device to sit in the vessel for two minutes. The mvp was then detached and it was reported that the device observed to migrate on live fluoroscopy. Afterwards, the physician placed coils in order to embolize the vessel. There were no reports of patient symptoms in connection with this event.